Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that when conducting initial implantable pulse generator (ipg) testing at the start of the procedure, the charge time was longer than expected/exceeded the expected charge time. The ipg was exchanged for another device. No patient complications have been reported as a result of this event.